Manufacturer narrative:
Siderail. It was reported by stryker field tech that the siderail had visible sign of mis-use and a hole in the siderail.

Event description:
It has been reported that the siderail was broken. No injury was reported.